Event description:
It was reported that during a robotic prostatectomy procedure, the staples did not form, but it is unk if the device cut. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.